Event description:
The complainant reported that the physician was performing a therapeutic procedure on a pt (age and gender unknown). It was indicated that the device was placed on a guidewire that had been previously placed in the intrahepatic bile ducts. The device then was reported to have then become impacted in the wall of the choledoque (median part), which resulted in a hemorrhagic wound. It was further indicated that the choledoque wound also resulted in internal bleeding. There was no additional information available regarding pt treatment for the reported pt injury or the therapeutic procedure. Numerous inquiries were made in an effort to obtain additional pt and event information. All attempts to obtain the additional information were unsuccessful.